Manufacturer narrative:
As received, a complete lead with implant tool and a stylet inserted was returned in one piece. After removing the stylet, visual inspection of the lead did not find any anomalies. X-ray and electrical examinations did not find any indication of conductor fractures or internal shorts. The reported event of a bent lead was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the right ventricular (rv) lead was taken out of the packaging and a kink in the lead was observed. Another lead was implanted to resolve the event. The patient was in stable condition.